Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reportedly kept delivering boluses and within 3 hours, 17 extra units of insulin was delivered with a temp basal of 18%. The patient went to bed and woke up with symptoms of thirst, nausea and frequent urination. The patient's blood glucose levels reached 29.3 mmol/l (527.4 mg/dl) with ketones of 1.7 mmol/l (30.6 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. The patient called an ambulance and was rushed to the hospital. The patient received fluids and insulin intravenously for treatment. The patient was discharged after 9 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.